Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not working and could not power on with or without a battery; while the device was on a patient, it had internal battery alerts, and the screen went black. The device did not power on the next day despite being plugged in overnight. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was sent to bench repair, where the authorized service provider (asp) was unable to review the logs as the device will not power on. Upon disassembly, no clear root cause of the issue was identified through visual inspection. A service quote consisting of the replacement power management (pm) pcba and battery was sent to the customer for approval, which the customer accepted. The replacement pm pcba and battery were ordered for further diagnostic evaluation and repair.

Manufacturer narrative:
Information was received indicating that once the replacement power supply was installed, the asp found that the device still did not turn on. As a next step in the troubleshooting process, the replacement central processing unit (cpu) printed circuit board assembly (pcba) was ordered for further diagnostic evaluation and repair. The asp installed the replacement cpu pcba and conducted a comprehensive functional test to confirm that the issue had been fully resolved. The device passed the required performance verification tests per philips standard and was returned to service as the reported issue was resolved and no further malfunction was found.

Manufacturer narrative:
Information was received that upon component¿s availability, the replacement power supply was installed, but the device still did not turn on. As a next step in the troubleshooting process, the replacement main board was ordered for further diagnostic evaluation and repair.

Manufacturer narrative:
After installing the replacement power management pcba and battery, the authorized service provider found that the issue remained. Therefore, the replacement power supply was ordered for repair. The repair is still pending.